Manufacturer narrative:
(B)(4). Results: the review of the manufacturing records verified the lot met all pre-release specifications. Conclusion: "according to the gore® dryseal sheath instruction for use (IFU) adverse events that may occur and / or require intervention include, but are not limited to blood loss and bleeding".

Event description:
On (B)(6) 2015, a gore® dryseal sheath was used in a patient. During the procedure, the sheath was found to have a leaky valve. No attempts were made to clamp or twist the valve. This sheath was removed and another sheath was utilized successfully. The patient exhibited an estimated blood loss of 300cc. One unit (500cc) of blood replacement, was administered to the patient. The patient did well following the procedure.